Event description:
Additional information received indicates the lead was successfully capped and replaced and a leadless defibrillator was implanted. The patient was stable following the procedure with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in-clinic due to noise resulting in oversensing and inappropriate therapy on the right ventricular (rv) lead. Surgical intervention is anticipated, however the rv lead is currently being monitored. The patient was stable following this event.